Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that upon power up of their vela ventilator, the device alarms vent inop, turbine motor fault, sensor fault, and is not cycling. The customer reported that there was no patient involvement.